Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43, pump error 130. The customer reported blood glucose value of 70 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) unomedical, mmt-7040a, mmt-1884, mmt-332a. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No further patient complications were reported. No product return is required for unomedical, mmt-7040a and mmt-332a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 43/130 alarm noted during testing. ¿successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found (17) pump error 43 alarms in the event date of 05-aug-2024 started from 02:01:51 to 07:46:21. Pump error 43 alarm due to hardware error (line number 763 file number 121). (6) pump error 130 alarms found in the pump history file/trace on 05-aug-2024 started from 01:47:15 to 07:27:25. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (22.8 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case along the side of the battery tube and missing display window cover. Pump error 43/130 alarm was confirmed. Pump error 43 alarm due to hardware error. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.